Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one introducer needle and one sealed safety infusion set was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed on the returned device. The investigation is confirmed for the reported fracture as multiple cracks were observed on the hub of the introducer needle. However, the investigation is inconclusive for the reported suction issue as the exact circumstances at the time of the reported event cannot be verified. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 01/2023).

Event description:
It was reported that during a port placement procedure, the device was allegedly had a suction issue. It was further reported that needle allegedly had a crack. There was no reported patient injury.